Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg is inoperable due to charging device not working. As a result, the patient is awaiting surgical intervention.

Event description:
Additional information obtained via follow up indicated that the patient's ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.